Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Please reference MDR# for other ped. 2029214-2020-00608. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic flow diverter devices failed to open distally and were removed from the patient. After the failed attempts, the right groin was accessed, and the patient was successfully treated with two other medtronic flow diverter devices. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 12mm x 15mm x 10mm located in the cavernous segment of the left internal carotid artery (ica). The distal and proximal landing zone was 4.25mm x 4.6mm. The vasculature was moderate in tortuosity. The patient was not on dual antiplatelet therapy. Post procedural angiography showed stasis in the aneurysm.

Manufacturer narrative:
The braid was already deployed with both ends fully opened with damaging/fraying found on both sides. The braid was also found damaged at the middle. The pipeline flex pusher was found bent at the hypotube at ~185.2cm from the proximal end. The distal hypotube was found stretched with the ptfe jacket intact. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The tip coil tip was found damaged. The phenom-027 micro inner diameter was measured to be 0.027¿ which is within specification and compatible for use with the pipeline flex. No flash or voids molded were found within the catheter hub. No damages or anomalies were found with the hub, catheter body or distal tip. The catheter was tested by running an in-house 0.0260¿ m andrel through microcatheter. The mandrel passed through the catheter hub, catheter body and distal tip with no resistance encountered. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid was returned fully opened. Often this complaint cannot be confirmed based on device evaluation, as it is typically evaluated after the device has been fully deployed. Possible causes for failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, pres ence of other indwelling endovascular stent and inappropriate anatomy. Customer reported that the vasculature was moderate in tortuosity, device was prepared as indicated per IFU, and the device was position in a bend. The pipeline flex pusher and braid were found damaged. From the damages seen on the pipeline pusher (bent/stretched hypotube), tip coil (damaged) and braid (frayed/damaged); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex shield through the phenom catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity or lack of continuous flush. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.